Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a partial gastrectomy procedure, the surgeon placed the device on the stomach pouch who remained and on the jejunum (the anvil in the side of the jejunum)in order to create the anastomoses. The surgeon closed the device and fired. He opened the device and discovered there were staples only on a one part of the anastomoses. The surgeon replaced the instrument, and continued the operation by suturing the ostomy. In a questioning conversation with the surgeon he said that he didn¿t feel nothing unusual in the device before and during the firing, there wasn¿t unusual sound and there wasn¿t need to operate unusual force on the device. There was no damage to the tissue or to the patient.

Manufacturer narrative:
(B)(4). Additional information: was the cut line fully circumferential around the target tissue? No what confirmation was received that the device fully fired? Vocal and sensational feedback. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Yes. What was the appearance of the breakaway washer was it completely cut through? Yes. When was the safety removed prior to firing? Just before the shooting. How many devices were used in the case? Only one. Who fired the device? Professor.